Event description:
Manufacturing related ref: 3008452825-2019-00642, 3008452825-2019-00643. When attempting oct with the first catheter, the monitor showed a connection issue. A second catheter was used but the issue persisted. The doc was not working. The procedure was not able to be complete and was rescheduled.

Manufacturer narrative:
One c7xr piu was returned to the manufacturer for analysis. Product testing revealed the piu forj was the cause of the connection issue. The unit was manufactured on 18feb12 and being used beyond its two-year life expectancy, the root cause of faulty forj was determined to be normal wear and tear. Device history record (DHR) review of doc piu sn: (B)(4) found no excursions for manufacturing issues with the complaint doc piu. At the time of manufactured, testing of the complaint, piu exhibited 100% pass results. In summary, all documents in the DHR, including datasheets, printouts and test results, were completed and present per good documentation practices and all results were within specifications, therefor, the issue is not a manufacturing or design related and no CAPA is required.